Manufacturer narrative:
Initial.

Event description:
It was reported that the user received recurrent insulin occlusion alerts on the pump, predominantly during attempted meal boluses, despite multiple supply changes and confirmation that cannulas were not bent; disconnected testing showed normal delivery, and a guided full supply change resolved the issue, indicating an obstruction of flow associated with the infusion set connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with stepwise troubleshooting and education. Investigation of this case revealed findings consistent with a deformation problem in the infusion set connector/coupler that led to an obstruction of insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.